Event description:
It was reported by the patient¿s mother that his first vns helped his seizures but he has had an increase in seizures since the replacement in 2016. She said they do not think it's been working since 2016. No additional information has been received to date.